Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a loss of connection occurred between the transmitter and the pump. No additional patient or event information was available. Reportedly, the customer's body was obstructing the connection between the transmitter and the pump. At the time of the report, the pump and transmitter regained connection.